Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Insulin pump had no moisture damage on reservoir compartment. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error and insulin in the reservoir compartment of his insulin pump. Customer was changing the battery to clear the motor error and insulin came out of the reservoir compartment. The reservoir appears normal. Customer's blood glucose is 187 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.